Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted this past weekend for suspected thrombus after reporting power elevations and low flow alarms. The follow-up revealed high power numbers, low flow alarms that were not sustained, and the pt was not symptomatic. The pt was anticoagulated on heparin until the inr number was back within range. The pt was then discharged home.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.